Manufacturer narrative:
Additional, changed, and/or corrected data: d.4., d.10., g.1., h.3., h.4., h.6. Device evaluation: visual and microscopic analysis of the returned device identified: black particles on shell, broken shell with sharp edge on anterior side(a dimension measurement in the shell was performed which identified the thickness within specification), around 0-25% of the shell is missing and a weight test of the explanted material was verified and it was underweight. Based on the device analysis the final assessment is: - broken shell with sharp edge assessed as unidentified(tear) opening. - missing shell that is assessed as inconclusive.

Event description:
Healthcare professional reported an intracapsular rupture. The device was explanted and replaced. Left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported an intracapsular rupture. The device was explanted and replaced. Left side.